Manufacturer narrative:
Additional information was provided that there was no indication the patient received any medication between the drawing of the two samples. The doctor believed the results from the second sample to be correct. The investigation could not identify a specific root cause. Additional information for further investigation was requested but was not provided. Quality controls were not measured for tsh on the dates the samples were tested. Possible causes include circadian variance or stress to the patient. The values of other thyroid parameters such as ft4 and/or t4 need to be taken into account for diagnosis. Other causes include pre-analytical issues or an overall reagent handling issue. From the information provided, a general reagent issue was not likely.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer questioned why the elecsys tsh assay results for two samples from one patient were different. Sample 1 was collected on (B)(6) 2017 and was run as an aliquot of the primary sample tube on (B)(6) 2017. The initial result on (B)(6) 2017 was 6.09 uiu/ml. The repeat result on (B)(6) 2017 was 5.95 uiu/ml. Sample 2 was tested in the primary sample tube. The initial result on (B)(6) 2017 was 4.07 uiu/ml. The repeat result on (B)(6) 2017 was 4.15 uiu/ml. The results for both samples were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 189279. The expiration date was requested but was not provided.